Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 error code is 110.6021, customer wasn't sure if it was the keypad. Explain to the customer that he needed to change the keypad, and if that doesn't work then he have to change the logic board. Customer said that he will change the keypad and if he has any question or problems that he would call back.